Manufacturer narrative:
The reported issue of the autopulse exhibited "realigned patient" error message was not confirmed during the initial functional testing and in the archive data. Following the replacement of the processor board, the autopulse was tested using the lrtf (large resuscitation test fixture) and passed with no issue or faults observed visual inspection was performed and noted no damage upon receipt. Functional testing was performed and no issue was observed. In addition, the load cell characterization testing was performed and it passed testing. The archive data could not be downloaded due to the defective processor board. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use on a (B)(6) years old male patient, it was reported that the autopulse platform displayed "realigned patient "error message. According to the customer, the platform performed 4 compressions and its top. Customer stated that they tried troubleshooting the issue however was unsuccessful. Patient outcome was not provided. No patient harm or consequence was reported.